Event description:
It was reported that the surgeon was using a t-handle chuck to remove nail and weld between t-handle and universal chuck broke causing the universal chuck to thread off of t-handle.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.